Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: (B)(4) medical products - unknown palacose cement all poly patella cemented # item 42540000029 lot 62562114 complaint sample was evaluated and the reported event was confirmed. Signs of wear (nicks and gouges) were also found on the inferior and anterior side of the tibial component. Signs of wear (nicks and gouges) were also noticed along the tibial stem. Signs of wear (nicks and gouges) were found over the dovetail feature and on the inferior side of the articular surface and pitting was noticed on the superior side. The condyles of the femoral component exhibits scratches and discoloration. Bone cement was found filled in the poly plug holes. Visual evaluation shows bone cement on the back side of the femoral component. A portion of the bone cement is visible in the detached position, more likely from the femoral component. Radiographic results relayed that no radiolucency, fracture or radio opaque foreign bodies were noted. Overall fit of the implant is appropriate. Bone quality is appropriate. No signs of radiolucency or loosening were observed. No issues with patient anatomy are seen on this image. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog # 42512400510, lot # 63150808; femur cemented posterior stabilized (ps) standard left size 9 catalog # 42500606601, lot # 62752617. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07696.

Event description:
It was reported that patient undergoes a revision procedure due to tibia tray loosening and pitting was noted on the articular surface.